Manufacturer narrative:
The baxter technician found the auxiliary power cord needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the auxiliary power cord to the resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that the totalcare frame had an issue, auxiliary power cord damaged /cut copper exposed. There was no patient impact.

Event description:
It was reported that the totalcare frame had an issue, auxiliary power cord damaged /cut copper exposed. There was no patient impact.

Manufacturer narrative:
The initial report was submitted with incorrect h6 coding for investigation of device. H6 coding has been updated to reflect the investigation results of the device. The baxter technician found the auxiliary power cord needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the auxiliary power cord to the resolve the reported event. Based on this information, no further action is required